Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient replaced only one supply bag in an attempt to clear an alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check patient line alarm, a technical service representative (tsr) discovered that a home patient (hp) had disconnected a supply bag and attached a new one during therapy. The tsr reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.